Event description:
As reported (B)(6) 2015, a female patient in her mid 60's presented for an microwave procedure of the liver. After the 9th ablation, when the applicator was withdrawn. It was noted the tip of the applicator had fractured off inside of the patient. The fractured piece was successfully removed in a later procedure via a catheter suction. The patient suffered no harm or injury due to this event. It was reported the disposable device is not for return to the manufacturer for evaluation as it was disposed of by the user.

Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of the tip of the needle being fractured cannot be confirmed as no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A possible contributing factor could have been operational context; i.e. Probe placement into hard tissue or lateral forces on the applicator tip during placement or removal. In addition it was reported that the tip broke off after the ninth ablation. Instruction for use stated that the device is tested to with stand 8 sequential coagulations at maximum power and time. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).